Event description:
Pt had been receiving morphine sulfate 1 mg every 15 mins via a pt controlled anesthesia device. At 9:40 pm on 11/21, the registered rn caring for the pt attempted to open the door of the infuser to replace an empty syringe. She found that the key she had for this purpose did not open the door to the infuser. A substitute infuser was obtained and the medication was resumed with little interruption in therapy.